Event description:
The product did not deploy. The handle broke off. It is a product malfunction.

Manufacturer narrative:
(B)(4). Damaged/disengaged feedbar the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips. Upon disassembly of the instrument the feedbar was found to be bent; therefore not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device would not advance the clips. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Event occurred in 2010 unk exact date.